Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No prime/fill anomaly noted. All the buttons functioned properly and no moisture damage found inside reservoir compartment, on keypad traces, electronic assembly or motor. Unit had cracked display window corner, cracked battery tube threads and broken belt clip slot at battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. After holding down the act button, customer reported that numbers did not appear on screen and did not hear second series of beeps. Customer's blood glucose was 406 mg/dl, which was treated with manual injection. Customer reported that insulin leaked into insulin pump past o-rings. Customer was not able to perform self-test due to pump still being in rewind mode. After troubleshooting, customer was advised that insulin pump would need to be replaced.